Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 500 mg/dl and 551 mg/dl at the time of the incident. It was stated that the customer had some trouble with hyperglycemia and she went to the hospital at one point due to a 700 mg/dl reading. The customer was assisted with the troubleshooting. The customer was treated with the manual injections for hyperglycemia. The customer was using insulin pump system within 48 hours of reported hyperglycemia event and was alleging the insulin pump for under delivery. The insulin pump will not be returned for the analysis.